Event description:
The pt had a placed 8fr feeding tube. In an unrelated x-ray to check for PICC line placement, the x-ray showed the nasogastric feeding tube (ng) had snapped and the bottom section (tip) was unattached in the stomach.

Manufacturer narrative:
No injury was reported. The lot number was not reported and no sample was returned for eval. Due to this no definitive conclusion can be drawn. Previous testing conducted showed more than 51b of force is required to break the tip of the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.